Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette sample or diluent in well position a6 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-03250-06.